Manufacturer narrative:
Initial reporter's facility name: (B)(6). (B)(4). An ultraflex tracheobronchial covered stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent was received completely deployed. The loops of the stent were fount bent. The outer diameter (od) of the stent was measured and was found to be within specifications. No other issues were noted to the stent. The reported event of stent partially deployed could not be confirmed; the stent was received completely deployed. However, the complainant confirmed that the physician deployed the stent outside the patient. The investigation concluded that the observed failure was most likely due to factors encountered during the procedure. It may be how the device was handled or manipulated, and/ or the anatomy of the patient, limited the performance of the device and contributed to the bent stent loops and the stent partial deployment. However, there was no confirmation on what the customer indicated because the stent was received completely deployed. Therefore, a review and analysis of all available information indicated the most probable cause is "no problem detected". A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/ product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was to be implanted to treat a lesion in the left main bronchus during stent implantation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent could not be fully deployed after being partially released. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR reportable event based on investigation result which revealed the stent loops were bent.